Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, including corrosion and/or wear and/or lubrication and a stall due to shaft bearing.

Event description:
It was later reported that the pump was replaced on 2014-(B)(6). It was later reported that, following pump replacement, the patient recovered without sequela.

Event description:
Additional information received reported the patient experienced increased sweating and the pump was alarming every 15 minutes. It was noted the motor stall did not recover and the cause of the stall was unknown. The pump was read and a hard motor stall was noted on (B)(6) 2014. The patient was doing ¿good¿ now. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient¿s personal therapy manager (ptm) showed an alarm for a motor stall. It was noted that an alarm was heard and telemetry had not been performed yet. It was further noted that no MRI was associated the motor stall. The reporter stated the patient had 15 months left until elective replacement indicator (eri). The reporter further stated that the patient was coming into the healthcare professional¿s (hcp) office to have the pump interrogated. The pump contained fentanyl, bupivacaine, and morphine. Additional information received reported that a motor stall occurred on (B)(6) 2014. The reporter stated the reason for the motor stall was unknown and the logs did not indicate that a stall recover occurred. It was noted the patient was admitted to the hospital for pancreatitis and the patient¿s hcp asked the manufacturing representative to interrogate the pump. It was further noted the patient reported the pump was not working. The reporter stated the patient was scheduled for a pump replacement on (B)(6) 2014. The reporter further stated the patient was not able to provide any more information and the patient¿s hcp had confirmed the patient was scheduled for a pump replacement. It was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the motor stall occurred at 12:36 on (B)(4) 2014. It was noted that a ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2014 at 12:36. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).